Manufacturer narrative:
Batch review performed on 13 march 2024: lot 171000: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: 7 years after primary tka with a medially stabilized device in an elderly lady, the knee grew instable and a semi-constrained device was required, most probably for loss of strength in the collateral ligaments. The original components had not mobilized but a system with more intrinsic stability was required. This revision is not due to the failure of the former treatment, rather to disease progression. Additional implant involved, batch review performed on 13 march 2024: gmk-sphere 02.12.0212fl tibial insert fixed sphere flex size 2/12 mm l (k121416) lot 166328: (B)(4) items manufactured and released on 05-dec-2016. Expiration date: 2021-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision for knee laxity at 6 years and 4 months post primary. Femur and liner revised, gmk revision implanted successfully.